Manufacturer narrative:
The reported events were lead dislodgement, twisted lead insulation and twiddler's syndrome. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found over torque of the inner coil inside the connector region consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of twisted lead insulation was confirmed. Visual inspection found the outer insulation was twisted along the lead. The cause of the reported event of twisted lead insulation is consistent with procedural damage.

Event description:
During an in clinic follow up, it was noted the right ventricular (rv) lead was dislodged. Twiddler's syndrome was suspected. During the explant of the rv lead it was noted the lead insulation was twisted. The rv lead was explanted and replaced to resolve the event. The patient was stable.